Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2010 and mesh was implanted. The patient presented to the surgeon on (B)(6) 2013 with a bowel obstruction. Bowel incarceration was discovered by diagnostic laparotomy done on (B)(6) 2013, and the surgeon saw a hole in the center of the mesh. Also, part of the mesh was densely adhered to the bowel. The surgeon partially removed the mesh. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.